Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. A visual, dimensional and functional analysis was performed which confirmed the reported difficult to position and a detachment at the guide wire exit notch (which the account most likely thought was the shaft detachment). The reported difficult to remove could not be confirmed due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it was reported that the guide wire was not lubricated well enough resulting in the guide wire and sds becoming stuck. Subsequently, resulting in the reported difficulty to position and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. A whisper guide wire was advanced and an unknown balloon catheter was advanced over it to pre-dilate the lesion. The balloon catheter was removed and an attempt to advance a 3.0x23mm xience sierra stent delivery system (sds) was made; however, the guide wire was not wiped down or wet enough and the sds became stuck. The sds did not advance past the guide catheter on the guide wire. The sds was being removed from the guide wire when the shaft separate at the skive. The same guide wire was wiped and wetted and the procedure was successfully completed with a new 3.0x23mm xience sierra sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.